Event description:
It was reported the patient's vns generator failed to communicate while using 2 different programming wants. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event of problem; corrected data: wands - this word was incorrectly spelled in the initial MFR. Report.

Event description:
The most recent vns therapy settings were reported and compared against the longevity estimation tables for a model 102 generator. It was noted that the vns generator battery would have approximately 6.8 years remaining with the reported settings. As the device has been implanted for 10 years, it can logically be concluded that the generator battery depleted at a normal rate.